Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacture reference number: 2017865-2022-02048. It was reported that the patient presented during clinical follow-up. Upon interrogation, noise was noted on the atrial lead and right ventricular lead. Lead to lead contact was suspected. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Correction: manufacturing report 2017865-2022-02047 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.